Manufacturer narrative:
Correction to h6.4 (problem code) to add 1071 ¿ thermal decomposition of device, h6.5 (type of investigation) to add 4109 ¿ historical data analysis, and h6.6 (investigation findings) to remove 213 - no device problem found and add 3243 ¿ stress problem identified and 4248 - usage problem identified.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the tip cover was discolored/burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that a high-energy endo therapy accessory was used without ensuring a sufficient distance from the distal end. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.